Event description:
The rptr stated that while infusing fentanyl, the unit failed to alert occlusion. The syringe MFR was probably bd or possibly terumo. The syringe size and rate were unknown. The biomed was unable to duplicate this issue during testing however, the force calibration could not be set. Further info was not available.